Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that per the intended use section of the mitraclip system instructions for use (IFU), it states: do not use mitraclip outside of the labeled indication. All available information was investigated, and the reported improper or incorrect procedure or method appears to be due to use error as an expired clip delivery system (cds) was used for mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip deviceis filed under a separate medwatch report number.

Event description:
This is being filed to report the use of the device past the expiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. It was noted by the physician prior to use of the devices that they were expired. There was no issue with the devices during use and no adverse patient effects experienced. No additional information was provided.